Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® endoprosthesis adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following details were reported to gore via voluntary medwatch mw5161947: progressive increase in size of aaa from 2009 since excluder endograft implant. No evidence of endoleak. Aneurysm has increased in size for 6.5-cm to 11.4-cm. All lumbars and ima heading to aneurysm coiled in 2013. Aneurysm size was 8.5 in 2021 and now is 11.4-cm in 2024. Can be explained by endotension that is unique to the excluder endograft. Patient admitted on (B)(6) 2024 to have graft relined. Rapid aneurysm size increase due to endotension from excluder endograft porosity. Further investigation determine on (B)(6) 2009, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2024, the physician performed angiography that identified multiple type ii endoleaks and aneurysm enlargement reportedly due to endotension as reported by the physician. Lava liquid embolic, and coil embolization was performed. No type I or type iii endoleaks were identified and no additional gore cuffs or extensions were utilized as they were not seen as necessary. The procedure was not supported by gore as no additional gore extensions or cuffs were implanted.